Event description:
The customer informed siemens that an advia labcell system sent an incorrect patient sample tube to be run on an advia centaur xp instrument and obtained a discordant falsely elevated troponin result. The result was reported and questioned by the physician(s). The customer used the correct patient sample to perform repeat testing and noted that the result was lower. The repeat result was correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated troponin result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). The customer noted the sample ID: (B)(4) troponin result was very high (15071,448 ng/l) on (B)(6) 2021 at 9:19. Siemens retrieved the system files and noted the advia centaur xp with serial number (B)(4) had a laboratory automation system (las) communication error (600 16 01) at 9:07 and resolved at 9:18. Siemens noted an aspiration error (600 03 22) sample dispense canceled due to a las query empty at 09:22 for sample ID: (B)(4), and the sample was routed to advia centaur with serial number (B)(4) and measured a troponin result of 14884,739 ng/l. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00024 on 24-jan-2022. Siemens filed the first supplemental MDR 2432235-2022-00024_s1 on 14-sep-2022. Additional information (11-oct-2022): siemens reviewed the advia labcell automation system files and noted the system software compares the barcode before and after the aspiration to ensure the aspiration from the intended patient sample tube. In the event of a mismatch, the software shuts down the interface module to log a "fatal severity" message error 4252, instructing the operator to "bring both samples shown in the data field to siq and order reruns for the advia centaur tests on both samples." Siemens verified that the laboratory automation system (las) light pole and the station button on the graphical user interface (gui) light up with a red color to indicate a failure that causes the interface to stop, and the gate is locked to prevent the sample from being released to the track, and allow the operator to retrieve the sample manually. The advia labcell automation system can resume routine operation after the operator follows good laboratory practices, specifically responding to system warnings and following directions. However, siemens noted the operator did not follow the necessary recovery actions for the system error 4252 and placed the interface back online to continue sample processing. Siemens identified no potential product issue and verified the system is operating as specified. The customer's system is operational, and the operator noted no recurrence. No further investigation of the device is required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00024 on 24-jan-2022. Additional information (31-aug-2022): siemens reviewed the automation log files and observed inaccurate readings from the barcode reader at the automation gate. Siemens dispatched a customer service engineer (cse) to the customer site to perform troubleshooting. There were no hardware issues on the advia labcell system and no issues with the advia centaur xp system software. Siemens continues to investigate the event. Section h6 is updated to reflect a new type of investigation code.